Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Programming changes were performed on (B)(6) 2023. The reported lead was capped and replaced on (B)(6) 2023. There were no patient consequences.